Manufacturer narrative:
Patient identifier: (B)(4).

Event description:
(B)(6) clinical trial. It was reported that an occlusion occurred. The subject underwent treatment with the (B)(6) study device on (B)(6) 2018 as part of the (B)(6) clinical trial. The lesion was located in the left limb, mid superficial femoral artery and was 80% stenosed. The lesion had a proximal reference vessel diameter of 5.2mm and a distal reference vessel diameter of 5.4mm with a lesion length of 25mm. Pre-dilatation was performed using a balloon and the lesion was crossed using the true lumen. A 6mm x 60mm eluvia stent was implanted in the target lesion. Post-dilatation was performed using one balloon and residual stenosis was noted to be 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2021, an occlusion at the distal part of the stent of the left limb was discovered (stent thrombosis). Medication was given or regimen was adjusted. The event is reported as ongoing. The event is assessed as serious and possibly related to device and procedure (anticipated event).